Event description:
It was reported that the spinal cord stimulation (scs) leads migrated. The patient symptoms are unknown as they were unable to be obtained. The patient underwent a procedure where the leads were repositioned. Post-operatively, the patient was recovering as expected.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial/ batch: (B)(6). Product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial/ batch: (B)(6). Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial/ batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) leads migrated. The patient symptoms are unknown as they were unable to be obtained. The patient underwent a procedure where the leads were repositioned. Post-operatively, the patient was recovering as expected.